Manufacturer narrative:
The replaced flow sensor assembly (fsa) was returned to the philips product investigation lab (pil). The pil technician (tech) noted that the issue of flow sensor drift has been previously investigated, and the issue is that over time the flow sensors become contaminated over time and start to drift. This drift causes inaccurate readings with the air, oxygen, and o2 concentration flow readings. No further investigation was required. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that when the device was put into standby, it would restart after about a second. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2025, an authorized service provider (asp) evaluated the device and replaced the flow sensor assembly (fsa) to resolve the issue. Following the replacement of the fsa, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.